Event description:
It was reported that the pt expired; the cause of death was unk. It was later reported that the cause of death was breast cancer and was not attributed to the device. The pt had received morphine via the drug delivery system.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7064.